Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Pre-dilation was performed leaving 75% residual stenosis. A 2.75 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the distal part of the stent strut was lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.